Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an/a progav 2.0 shuntsystem (# fx413t) was implanted. According to the complainant, the shunt system/valve had a malfunction. The patient underwent a revision procedure. Related to (B)(4) - med.watchno: 3004721439-2026-00156.